Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a second valve was implanted in the patient. Additionally, a permanent pacemaker was implanted due to complete heart block.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. D10. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {0011199129}; product type: {0195-heart valves}; I mplant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that corrected previously reported information indicating that during the attempted implant of the valve, the valve was recaptured multiple times due to patient anatomy, elevated blood pressure, and a deep implant depth on the left coronary cusp (lcc) and shallow implant depth on the non-coronary cusp (ncc). The system was subsequently withdrawn as a result of exceeding the number of recaptures. A new valve was used to complete the procedure. On the same day as the implant of the valve, a permanent pacemaker was implanted due to complete heart block (chb).